Manufacturer narrative:
Investigation results: the delivery device was returned to the factory for evaluation; the loading device was not returned. The device showed signs of clinical usage. There was evidence of blood on the delivery device, inside of the delivery tube, and on the seal. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.